Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
This is the first report of three reports concerning the same pt and same surgery. It was reported the surgeon performed an anterior cervical discectomy and fusion (acdf) using the sonoma plate system. During the procedure, he inserted a 31mm 2 level plate and three each of the 4.0 variable screws. Upon taking a x-ray he decided to remove the plate and screws due to an x-ray that was not allowing the plate to seat properly. The surgeon attempted to remove the screws from the plate without success. The plate was removed with the screws still locked into the plate. Additional info was requested and received on 10/14/2014: the surgery was delayed less than 5 minutes. There was no injury or adverse consequences to the female pt. Spare devices were available, and functioned as intended.